Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced complications during a thrombectomy procedure. Thrombus was visualized in the right femoral iliac vein and an angiojet® zelantedvt¿ was selected for thrombectomy treatment. The catheter was used in power pulse mode to deliver 20mg of tissue plasminogen activator (tpa) which was allowed to dwell for 30 minutes. The zelantedvt¿ catheter was then placed in thrombectomy mode; starting thrombectomy right outside the sheath in the popliteal vein. At 114 second of run time, blood pressure decreased, oxygen saturation decreased and a code was called. The patient was intubated and all emergency procedures were administered. The procedure was not completed due to this event and the patient was unstable. Post procedure and after the patient was stabilized, intubated and on pressors to maintain blood pressure, a transthoracic echocardiogram(tte) was performed. The echocardiogram showed no evidence of thrombus in the right heart or pulmonary arteries. It is believed that it may have been a small clot that was dissolved quickly and on its own but more likely a ¿low flow state¿ brought on by patient history of congestive heart failure that created a low blood pressure state. There was no issue with the catheter reported. The patient¿s condition was updated to fine.